Event description:
The customer observed falsely decreased alinity c total bilirubin results generated for a newborn patient. The following data was provided: sample ID (B)(6)initial result = 12.0 mg/dl, repeat = 0.8 mg/dl a new sample was drawn from the same patient. Sample ID 40173176 result = 13.2 mg/dl no impact to patient management was reported.

Manufacturer narrative:
Update: section h4 - device mfg date updated from blank to 8/1/2017 the complaint investigation for falsely decreased total bilirubin results on a newborn patient included a search for similar complaints, review of the complaint text, trending data review, labeling review, and field service review. Return testing was not completed as returns were not available. Troubleshooting of the alinity c processing module, serial number (B)(6), was performed, and a definitive cause for the issue was not identified. The instrument service history review determined that there were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module, serial number ac01103 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6)was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased alinity c total bilirubin results generated for a newborn patient. The following data was provided: sample ID (B)(6). Initial result = 12.0 mg/dl, repeat = 0.8 mg/dl a new sample was drawn from the same patient. Sample ID (B)(6). Result = 13.2 mg/dl no impact to patient management was reported.